Manufacturer narrative:
Abbott field service engineer (fse) found an electrical issue with the customer laboratory uninterruptible power supply (ups) which may have caused the axsym monitor cable to burn. The fse corrected the ups electrical/installation issue, replaced the monitor and changed the ac cable. Review of product labeling determined the axsym operation manual and service and support manuals contained adequate information. Additionally, the safety hazards memo contained adequate information stating abbott diagnostic equipment and accessories are certified to appropriate safety standards and adequate protection is provided for the operator against electric shock or burn, excessive temperature and spread of fire from the equipment. A review of complaint documentation did not identify any adverse or non-statistical trend of the axsym monitor issue, therefore, no systemic deficiency or adverse trend of an axsym monitor issue was identified during this evaluation.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated when the laboratory was being cleaned, smoke was observed from the power cable of the axsym monitor which was connected to an outlet outside the uninterrupted power supply (ups), and not connected directly to the axsym. The axsym monitor was connected another electrical circuit of the laboratory, where there is a difference between the axsym's ground cable and the monitor's ground cable, which caused the axsym monitor's power cable to burn. The issue was assessed by the hospital's engineer and it was determined the ups input cable of the axsym monitor had a short circuit between the phase connector and the ground connector. Additionally, the safety systems of the laboratory's electrical grid to protect against short circuits or ground currents were never activated. There was no injury or impact to the customer as a result of the short circuit.